Manufacturer narrative:
Event summary: the flexcath advance sheath was visually inspected and functionally tested. Upon visual inspection of flexcath advance sheath and 85846-76 results showed the stopcock distal end luer was completely detached from the side port tube proximal end. In conclusion, the reported issue has been confirmed through testing. The sheath failed the inspection due to stopcock detached from the sideport tube.

Manufacturer narrative:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, the three way stopcock detached when fluid pressure was applied on both sheaths. The sheaths were replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.